Manufacturer narrative:
The suspected root cause is user error. The necessary image (planning image) set had been deleted by the user. The surgery was completed by re-creating the patient folder by the attending customer service technician.

Manufacturer narrative:
Further assessement indicates a possible software bug present that only occurs after a specific sequence of events. This error could be a software design flaw as this specific sequence of events was not anticipated. This issue has not been previously reported.

Event description:
After a device shutdown during the planning stage of the surgery, it was not possible to load the trajectories that were planned previously.